Event description:
Event description cpi received information that a patient received inappropriate shocks from an implantable cardioverter defibrillator (ICD). An invasive procedure determined that the insulation near the terminal pin of the endotak transvenous defibrillation lead was 'broken.' The rate-sense portion of the lead was capped and replaced with another rate-sensing lead. Further testing confirmed that the new lead and original ICD were working as required.